Event description:
The customer reported the device is not recognizing oxygen; indicating the oxygen source is either disconnected or not detected by the oxygen pressure switch, and the air source has failed. Upon this occurrence, if use in normal ventilation operation, the ventilator will alarm and the safety valve will open. No patient involvement reported.